Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The cartridge and infusion set were changed. Blood glucose (bg) was approximately 300 mg/dl and increased to 400 mg/dl. An insulin injection was administered to address the bg level. At time of the report, bg was 240 mg/dl and a pump system check was performed and no device issue was identified. The customer reported that the infusion site was a heavily used area and the bg was continued to be monitored via the pump.